Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up at boot up. No patient injury was reported.